Event description:
Subsequent to the initial MDR, clarification was received on 10/23/2023.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred on (B)(6) 2023. The patient was not getting readings on his dexcom g6 app or tandem pump display device. The patient experienced malaise, dyspnea, exhaustion, and confusion. He called the family who drove him to the hospital. The patient was hypoglycemic with an unknown bg reading and was treated with juice and dextrose. The patient was also treated with hydration and an antibiotic for his lungs. He stayed in the hospital for about a day. At the time of the event, the patient was recovering. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.